Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 32, indicating a delivery motor communication error, and the device continued to alarm after multiple restarts; a replacement ilet was issued with instructions for shutdown, return, and start-up of the new device. Symptoms included no reported adverse clinical effects, and blood glucose was reported as unaffected with continued reliance on backup therapy and cgm. Outcomes included temporary interruption of automated insulin delivery from the affected device and patient use of backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."